Event description:
The visual inspection on the returned electrode revealed that the electrode shaft was broken right at the hub. The functional test could not be performed due to the broken electrode.